Event description:
Reference number (B)(4). Event occurred in canada. On 20-august-2024, it was reported that the patient encountered infusion set tubing hub broke off. Infusion set was in use for 2 days. The blood glucose was reported 21 mmol/l and treated with bolus via pump. Patient resumed insulin delivery successfully. No further information.